Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display message was reported with the abbott diabetes care (adc) device. A "connected to computer" message displayed when the device was not connected to a computer, and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness, "felt dizzy", "fell hitting their head", and was taken to the emergency room (ER). At the ER, a healthcare professional performed twenty-seven stiches and lidocaine for the head wound and third-party treatment of intravenous fluids and magnesium/potassium intravenously for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A display message was reported with the abbott diabetes care (adc) device. A "connected to computer" message displayed when the device was not connected to a computer, and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness, "felt dizzy", "fell hitting their head", and was taken to the emergency room (ER). At the ER, a healthcare professional performed twenty-seven stiches and lidocaine for the head wound and third-party treatment of intravenous fluids and magnesium/potassium intravenously for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.